Event description:
According to the reporter, when the package was opened, he discovered the package contained titanium product, but should have been stainless steel as marked on the package. The order was for p/n 02.226.785s.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. Mfg visual evaluation verified that the titanium screw was in the package instead of the stainless steel. According to the mfg and quality engineers, there was an oversight during the mfg process recording the documentation. Only (B)(4) pieces from this lot weer found faulty. Based on the low risk assessment, a corrective and preventative action was not required.